Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula fully deployed. Inspection of the pod found blood on the adhesive pad. Inspection of the formed needle found the tip of the formed needle to be squared off and dull. No other damages or deficiencies were observed that would contribute to bleeding. The inadequate needle tip was confirmed to be the cause of the reported bleeding. During the investigation, a tear was found in the exposed portion of the soft cannula. Fluid was found to leak from the tear in the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone cloud - omnipod 5 software app version cloud - smartphone operating system cloud - smartphone hardware cloud - cgm sensor type.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. In addition, the patient reports having bleeding at the pod infusion site (abdomen). As treatment, the patient applied a new pod.